Event description:
It was reported that journey uni surgery was performed on (B)(6) 2018. The surgery was done without problems and x-rays 2 days post-op showed good alignment of prosthesis. However patient complains of persistent pain and swelling. X-rays on (B)(6) 2019 showed a suspicious fracture but patient denied any fall injury. Clinically, there is persistent effusion and a knee aspiration yielded 30ml straw coloured joint fluid sent for culture with negative smear. Urgent CT confirmed a medial tibial plateau fracture.

Manufacturer narrative:
H10: the device was used in treatment. DHR review found that the software version (navio 6.0) has been validated. A complaint history review identified a similar event, this issue will continue to be monitored. The risk assessment released at the time of the complaint was reviewed and it notes the intended use, indication for use, and design assumptions of the navio system. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. This failure is an identified failure mode within the risk file. We could confirm there was a relationship established between the reported event and the device. The x-rays and case screenshots were evaluated. Review of the case screenshots showed that the tibia implant placement was well planned in navio. The plan was adjusted multiple times during the case and the femur was cut using navio, however the tibia cuts were not finished with navio in the screenshots. In the screenshots for bone model refinement and bone removal for the tibia, there is no change in the bone model between refinement and removal, and there is not sufficient enough bone cut. The majority of the bone shows 1-3mm of bone left to cut. Then, the screenshots go back to fully cutting the femur and then completing the case and doing final gap assessment. Review of the x-rays confirmed the medial tibial plateau fracture. From the x-rays, it appears that the angle of the cut from the saw created a stress riser which led to the fracture. Discussion with the reporter found that the surgeon used a combination of a saw and navio, but the surgeon cannot confirm whether the saw was used to make the cuts on the tibia. The reporter also confirmed that the surgeon did not use a resection block or keep the pin in place. Discussion with medical affairs found that using the block will ensure a perpendicular cut when using a saw and the pin works as a stop to prevent notching. However, since we do not have a pre-op image, we cannot say there was a notch or a perpendicular cut, but using the resection block is more reliable. This was due to surgeon technique when using a saw to cut the tibia. The malfunction was due to user error. Per complaint details, this represents a procedure complication and does not represent a definitive device malfunction. Based on the information provided, 2-day post-operative x-rays were performed which showed good alignment. However, the patient complained of persistent pain and swelling and an aspirate smear was negative. X-rays approximately 2 months post-op showed a "suspicious fracture" and a CT confirmed a medial tibial plateau fracture, without definite loosening. The patient denied trauma. Per the product evaluation, it remains unknown if the surgeon used the saw and navio on both the femur and the tibia or if the lack of using a resection block and not keeping the pin in place could have been possible contributing factors to the reported event. Based on the information provided, the root cause of the reported fracture could not be concluded and the patient impact beyond the reported fracture and possible future interventions could not be determined.